Event description:
The following has been reported: IV fluids programmed at 100mls/hr- the machine administered the fluids faster 400ml/hr. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed and nothing was found that could confirm the reported event. There is an error in the event timestamp, however, the last infusions recorded were indeed at 100ml/hour as announced. All datas found showed that calculated volume matches recorded volume. Each identified infused volumes were in line with the device programming. (Please see attached investigation report for details) the reported device was received in brézins for investigation. Upon in brezins, traces of impact and seepage residues have been noted in areas that are not dangerous for the pump. Then, several functional tests were performed. Firstly, with a pump on customer conditions (without any change), it was impossible to launch an infusion as the ocs test failed each start up. Then, a test door was installed and a flow test was carried out at 125ml/h for 1 hour. The results are not compliant which could confirm the reported event. However, after this flowrate test and several attempts at ocs tests, these no longer pass with the new door. An internal inspection was carried out, the pump block plate was found out of its place. However, there are no visual problems with pumping fingers. Once the pump block plate unit has been reinstalled in its location, a flow test at 100ml/h during 1h was carried out again. The test was done with a "new door" and without calibration. After this reinstallation, the flow test was compliant, even though calibration had not been carried out. Although it cannot be confirmed, a drop or fall of the device is suspected which caused knocks on the door and dislodging of the pump block plate. It is therefore advisable to change at least the door and to calibrate the v0 with the new door then to perform the preventive maintenance. It also noted a trace on the screen, which we recommend changing. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse the trend is: n/a